Event description:
Report received of an adverse event while the pump was in use. The pump was programmed at an unspecified time in 2002 in the pca + continuous mode to deliver demerol 10mg/ml with an unspecified continuous rate, a pca dose of 10mg, a pt lockout of 10 minutes, and a 4-hour limit of 240mg. These settings were reportedly consistent with the physician's order. In 2002 at 10:08am, the pt was found unresponsive and a "code blue" was called. The pt was given manual ventilations, chest compressions, an unspecified dose of epinephrine, an unspecified dose of sodium bicarbonate, and monitoring per the "code blue response team". The pt returned to the operating room for an exploratory laparotomy to control bleeding. Following this procedure, the pt was transferred to ccu and subsequently expired the next day at 3:49pm of "probable hypoxic ischemic encephalopathy". It was reported that a total of 2ml had been administered to the pt from the 30ml syringe of demerol. It was determined by the user facility that the delivery of the demerol was not likely to have contributed to the event. Although requested, no additional info was available.